Event description:
It was reported to philips that the paddle for the unit had scorch marks. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that the paddle for the unit was scorched and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the external paddle set. The paddle set and coinciding plates were replaced and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the paddle for the unit had scorch marks. There was no patient involvement.